Event description:
The patient experienced a shocking/jolting sensation after going through a security gate at (B)(6). The patient continued to have pain and problems with walking in her left leg since the shocking. Additional information has been requested.

Manufacturer narrative:
(B)(4).